Event description:
43 y female presented for elective cosmetic surgery involving liposuction of abdomen and neck with additional skin tightening using renuvion medical device. A complication occurred during the renuvion skin tightening of the neck. Prior to the complication, the patient was anesthetized under general anesthesia. The procedure was progressing normally as liposuction and renuvion of the abdomen was completed. The neck was subsequently infiltrated with approximately 400 cc of tumescent solution by the surgeon. Neck liposuction was then performed. After bilateral liposuction of the submandibular space, neck, and just superior to the mandibular margin by the surgeon, blood was seen coming into the liposuction tubing. The amount of blood was not excessive, but with recognition of the blood, the surgeon decided to conclude the liposuction portion of the procedure. The renuvion handpiece was then inserted into the submandibular space by the surgeon. During this portion of the procedure, I noted a sudden but very transient insufflation of the right neck which extended just superior to the mandibular margin of the right cheek. The insufflation that was noted, dissipated very quickly. Moments later a sudden drop was noted in the etco2 tracing on the anesthesia monitors. My first instinct was to confirm placement of the endotracheal tube, as neck manipulation necessary for the procedure may have cause a dislodgement. Video laryngoscopy confirmed tube placement was appropriate. The heart rate was then noted to have slowed from low 100s to around mid 60's. A presumed vasovagal response was suspected and treated with glycopyrrolate and ephedrine. This treatment gave no improvement in heart rate or correction of etc02. Epinephrine 1mg IV push was given with chest compressions being initiated. Multiple rounds of epinephrine were given, but the patient could not be stabilized. The etco2 tracing remained low to almost missing despite adequate chest compressions and maximum inotropic support. Emergency first responders arrived, and ultimately transported the patient to a higher level of care where the patient was placed on ECMO. At last follow up the patient was being removed from ECMO, with likely very poor prognosis of recovery. Because this hemodynamic instability occurred during the renuvion portion of the procedure, I think it is prudent to submit a report to the FDA. The renuvion website does list helium embolism as a possible adverse event with device use. Because the clinical presentation raises the possibility of a helium embolism, I am submitting this report. I am an independent anesthesia contractor. I do not own the medical device used. I do not have access to the device used.